Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - unknown or (B)(6) 2016. Product location unknown.

Event description:
It was reported a patient underwent left total hip arthroplasty on an (B)(6) 2005. Subsequently, the patient underwent an unknown procedure on an unknown date due to unknown reasons. Additionally, the patient was revised on (B)(6) 2016 due to severe osteolysis behind the acetabular cup. The cup, liner, and head were removed and replaced.